Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient implanted with lcp condylar plate and screws for a distal femur fracture on an unknown date. Follow up x-rays taken (B)(6) 2011 showed a non-union and broken plate. Surgeon noted that the locking screws did not appear to be locked to the plate. The locking portion of combi holes appeared not to have engaged the locking mechanism of the screws. Surgeon removed hardware and implanted same type of screws and plate on (B)(6) 2011. This is the 1st of 6 reports submitted on this event.